Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted roughly two months after initial implant due to an unspecified reason. The device was replaced the same day. Additional information was received. Reportedly this lead dislodged a couple of times during implant procedure and post implant due to poor atrial tissue. Lead revision was performed. During revision procedure physician decided to replace this lead. No additional adverse patient effects were reported.